Manufacturer narrative:
The customer¿s report of an 800.8000 error event was confirmed. Review of the system logs confirmed the error code (800.8000.0) occurred on (B)(6) 2018, at 10:41 am instead of the reported date of (B)(6) 2018. Analysis of the log showed that the pcu was turned on at 1:24 am on (B)(6) 2018, prior to the error event, with 4 pump modules attached. The profile in use was critical care. On (B)(6) 2018, at 10:40 am, a flow stop open alarm occurred on channel c. Several seconds later the module was programmed to infuse fentanyl. Within a few seconds a patient side occlusion alarm occurred, stopping the infusion. At 10:41 am, the device was restarted, and the user restored the previous infusion and pressed soft key 14 to start the infusion. This produced the 800.8000 error event and the system started alarming. At 10:46 am, the system was powered on again. The user's key presses were replicated for testing, producing a system error 255-16-275 error condition, logged as a 800.8000 (general os failure) in the error log. The root cause of the 800.8000 error is a software anomaly which occurs when the user selects two functions at the same time or in rapid succession. In this case, the door was closed after a ¿safety clamp open¿ alarm and in rapid succession, the start button was pressed after restoring an infusion.

Event description:
The customer reported an 800-8000 error while using the latest software, 9.19.1.2. The devices showed a red error screen on start-up and were immediately replaced. There was no patient involvement.